Event description:
It is reported revision surgery was performed.

Manufacturer narrative:
Based on the information provided, the cause for the loosening is unknown. A review of complaint history revealed that we have not had a complaint for this device/ lot number and failure mode.